Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. Investigation summary: a complaint history check was performed and this is the 8th related complaint for difficult/unable to operate and the 18th related complaint for not clipping (cutter blocked) on lot #7177532. Customer returned photos and video of a bd safe clip from lot # 7177532. Customer states that the needle cutter does not allow the needle to enter the device, since it is possible to observe how a needle enters the hole that interferes with the passage of the needle. The photos were examined and it appears that the cutting hole is blocked. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information above, the problem ¿not clipping¿, and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle cutter is blocked and does not allow needle to enter device with a unspecified bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: since (B)(6) 2020 the needle cutter does not allow the needle to enter the device, since it is possible to observe how a needle enters the hole that interferes with the passage of the needle.